Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they could not connect the heater wire adaptor to the inspiratory limb of an rt202 adult heated inspiratory breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the inspiratory limb of the complaint rt202 adult heated inspiratory breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The inspiratory heater wire pins were tested to see if they could be connected to a heater wire adaptor. Results: full insertion of the inspiratory heater wire pins with the heater wire adaptor was not achieved. The heater wire pins are out of specification. A lot check revealed no other complaints of this nature for lot number 120605. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were bent during production or by the end user. (B)(4).